Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was feeling stimulation in the right arm, hand on one lead and the other in the right stomach. The rep reprogrammed the patient. The rep noted that the patient would be x-rayed at a post-operative appointment. The issue wasn¿t resolved. Additional information was received from the rep on 2019-04-24. The rep reported that the cause of the stimulation in the wrong location wasn¿t determined. The rep reported that the issue still wasn¿t resolved. Additional information was received from the patient via a rep on 2019-04-30. The rep reported that about a week after a previous lead revision, the patient was getting stimulation in her left arm/hand and her right leg. The rep reported that the patient had been compliant and had been wearing her abdominal binder. There were no falls or injuries noted. The rep reported that the patient had avoided any bending and twisting motions. The rep reported that the patient did say she tossed and turned in bed all night. The rep attempted reprogramming. The rep reported that an x-ray was performed to confirm lead placement. The rep reported that the x-ray showed that the right lead was still in place at t7 and that her left lead had migrated up to her cervical area. The rep reported that the patient was being scheduled for a lead revision. No further complications were reported.